Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the navigation tha, the prism of the nav straight cup positioner came off from the main body. Therefore, the surgeon performed this tha without a navigation system."